Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with an unspecified saline implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 17, 2021, mentor became aware patient had an explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received 11/30/2020, patient had an explantation on (B)(6) 2020. Reason for device explant and/or reoperation: deflation . On 12/7/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 12/18/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and two tears (a and b) were observed on the posterior view, measuring approximately 0.1 cm and 0.2 cm respectively. Microscopic examination was performed on the edges of the tear, and parallel striations were found in all area of both tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Manufacturer¿s reference number: (B)(4).